Event description:
It was reported that this right ventricular (rv) lead exhibited oversensing on the ventricular channel. The pacemaker this lead is connected to was scheduled for a routine changeout procedure. Ts discussed that it may be prudent to review the lead position during the procedure. Lead diagnostics appear stable in the past year. No adverse patient effects were reported. This lead remains in service.